Event description:
It was reported that this inflatable penile prosthesis (ipp) had one cylinder that did not fully inflate. A surgical procedure was performed in which all components of the device were explanted and replaced. There were no patient complications reported.